Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the distal end of the subject device tested positive for coagulase negative staphylococci (1cfu/endoscope) and micrococcaceae (1cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6)2018] - channels: bacillus oxidase non identifies (48cfu/endoscope). - distal end: bacillus oxidase non identifies (>100cfu/endoscope). [(B)(6) 2018] - channels: bacillus gram positive (28cfu/endoscope). - distal end: bacillus oxidase non identifies (45cfu/endoscope) and bacillus gram positive (>100cfu/endoscope). The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.